Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the blocked cannula. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: not available. Omnipod software app version: not available. Operating system: not available. Hardware: not available. Cgm sensor type: not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient sought medical attention at the emergency room for hyperglycemia on (B)(6) 2026. The patient¿s blood glucose level rose above 400 mg/dl while wearing the pod on their abdomen between 4 and 24 hours. Reported symptoms include nausea, diarrhea, weakness and lethargy. The patient was treated with intravenous fluids, and a new pod was applied. It was also reported that the patient had lab work done while at the hospital, however no details regarding the exact tests or results were provided. It was reported that the cannula was occluded. The patient was released 5 hours later, on the same day.